Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It has been reported that the device is unable to drain buretrol fluid into the bag. The user facility is reporting this occurrence with 2 different patients. It has been further stated that the csf drains into the burretral adequately. The drainage tubing set was exchanged. No patient injury has been reported; however, there is potential for contamination to the patient.